Event description:
It was reported there was data mismatch when using the cine function. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.